Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button alarm noted during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window,scratched reservoir tube window, missing end cap sticker and stained address serial number label. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 119 mg/dl. Troubleshooting was not performed. The device was returned for analysis.